Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver and image functions board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.